Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was in overdischarge due to not charging it for 'some time.' No patient complications were reported. Additional information received from the rep on february 14, 2019. They reported that no steps were being taken to resolve the issue at that time as the patient did not want to. No patient complications were reported. Additional information was received from the patient on (B)(6) 2020. It was reported that maybe a month prior, after his ins was programmed so that he does not feel stim, it seemed like he had to charge more often. Reviewed that is expected that he would need to charge more often that is normal for the kind of programming they were using. Patient expressed concern about charging more often and his ins longevity because he had to have his ins jump started before. Patient stated, luckily when the surgeon put the cords (leads) in his spine (initial implant) he moved that nerve just enough that pt was not in the severe pain and was walking and that is why his battery ran dead and had to be jump-started. It was understood to mean he got his ins to help with the back pain. After the (implant) surgery he was no longer in severe pain so he was not using the stimulator and he let the battery go dead. During the call pt also talked about leg spasms that he had prior to getting the ins. Patient talked about his leg spasms being constant and he made an appointment. A manufacturer representative told the patient they can do an experiment where they leave it on all the time but he does not feel it to see if that takes care of spasms, and it did. Pt said, he was still having spasms but he cannot feel them. Patient was concerned because of the new programming, in case the ins battery runs out then he will feel the leg spasms again. Patient wanted to take the opportunity to thank the manufacturer because his legs spasms made their life not worth living because his quality of life has gone down and now since he is not feeling the leg spasms he is so excited so he takes his hat off to the manufacturer. Additional information was received from the patient on (B)(6) 2020. It was reported that the patient was planning on having the ins replaced on (B)(6) 2020. They inquired about how often and how long they would need to recharge the replacement ins. It was reviewed that would depend on the device the doctor ends up implanting. They were redirected to discuss their options with the surgeon.